Manufacturer narrative:
The reported events of inadequate capture, high pacing impedance, and r-wave amp variation were not confirmed. As received, a complete lead was returned in two pieces for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. X-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance test could not be performed due to the damaged lead consistent with procedural damage.

Event description:
During follow-up, high capture threshold, high pacing impedance, and r wave amplitude variation were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.